Event description:
It was reported to baxter (B)(4) the reservoir of a half day infusor 5ml/hr ruptured during an unspecified time. The device was filled with desferrioxamine. The reported condition was not discovered during use with a patient; therefore, there was no report of patient injury or medical intervention by the customer. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted once the device evaluation is completed. (B)(4).